Event description:
It was reported that the unit displayed an e-2 error message. It was further reported that the unit turned on an then shut off during a procedure.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.